Event description:
Approximately three days after bivad implantation, this patient underwent an emergent rvad exchange. The clinician reported an increase in watts and ldh followed by a pump stop due to tissue ingestion. At last report the patient was stable in cardiac intensive care unit. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient underwent an emergent pump exchange due to a rapid increase in lactate dehydrogenase levels and power in his right ventricular assist device (rvad). The pump exchange was uneventful and it was last reported that the patient had been discharged home. The rvad (B)(4) was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed 15 high watt alarms logged from (B)(6) 2014. Post-explant functional analysis confirmed that the pump met pre-implant requirements with a power average consumption of 1.94 w. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Independent pathological analysis revealed material within the device inflow which was grossly and histologically consistent with thrombus. The most probable root cause of the reported event may be attributed to thrombus formation/ingestion within the device. The treating physician stated that the sub-therapeutic anticoagulation levels and gross trabeculae that remained in the right atrium and right ventricle attributed to the formation of the thrombus in the rvad. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.